Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced a "shocking sensation". Upon device interrogation, the right atrial (ra) lead was found to exhibit high and rising thresholds and loss of capture. The ra lead remains in use. No further patient complications have been reported as a result of this event.